Event description:
Overinfusion on 598 pump. Syntocinon set up at 2ml/hr IV. Spontaneous labor. The 15u of syntocinon in 500ml of nacl infused rapidly instead of at 2 ml/hr. Pump switched off, but giving set still running. Rapid labor. Forceps delivery. Apgar scores were 1,2,4. Severely acidotic pt who required major resuscitation and ventilation. Pump and set returned to alaris. Delivery suite manager acknowledged that the most likely cause of the incident was due to the intravenous administration set being incorrectly loaded, contrary to the directions for use and warnings affixed to pump.